Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-discharge device check, atrial capture was not able to be confirmed at maximum outputs. An x-ray was ordered and confirmed that the right atrial (ra) lead was dislodged. The lead was successfully was repositioned and remains in service. No adverse patient effects were reported.